Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 42 mg/dl. Cause was unknown. The customer was treated with intravenous saline fluids which resolved the issue. There was no permanent damage reported. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.